Manufacturer narrative:
(B)(4). The sample was returned for evaluation however, the evaluation has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "syringe goes half way then stalls and then alarms from 1/2 inch from the top". This condition occurred during patient delivery. There was a short delay of therapy although the exact time was unknown according to the hospital representative. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the condition of an ipump in which the syringe goes half way then stalls and then alarms 1/2 inch from the top was confirmed and reproduced during product evaluation. The assignable cause was determined to be a faulty motor assembly. The motor assembly was replaced to fix the reported condition.